Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that he was connected to the insulin pump while he was driving. Customer stated that he passed out while driving and was involved in a motor vehicle accident due to the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.